Event description:
It was reported that the patient underwent a spinal surgical procedure at l1-l5. Sometime post-op the l1 screw backed out. The patient underwent a revision surgery 6 months post-op, the backed out screws were removed and the fixation was extended up to t5. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 54840005540, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.